Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified or reproduced during evaluation. The device was found to operate within specification during testing. Evaluation found all of the calibration values were within the specification, and no errors found from the pump, and the device functioned normally. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a white screen without any visual or audible alarms even when it was plugged on alternating current (ac). The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.